Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the malfunction was caused by the cable for main drawer 3 not being properly connected to the drawer controller. A field service engineer corrected the issue by securely reseating the row tray cable into the drawer controller. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using pyxis medstation es system was unable to identify several cubies on the communication bus. The customer observed that resetting the device did not resolve the problem. During recovery attempts, the pyxis remains stuck on the recovery screen and does not acknowledge that the drawer has been opened. The customer stated that this malfunction happened while a user was attempting to dispense medication to a patient. There were no adverse events or injuries reported based on this incident.